Manufacturer narrative:
The daughter reported that the end user got out of bed and the alarm did not sound. He fell and fractured his nose. She did not remember if the alarm was still attached to him when the fall occurred. The sample was not returned for eval. No lot number was provided. The issue has not been confirmed and a root cause has not been identified. No trend exists for this product or this issue. The alarm will not prevent a fall but is one element of a fall prevention program. However, due to the reported injury this medwatch is being filed.

Event description:
It was reported that the alarm did not sound when the end user got out of bed and he fell, fracturing his nose.